Event description:
It was reported that there were erroneous results while using bd facs sample prep assistant iii. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. 5. Provide details - how and to what extent? (Go to question #6). 6. What is the current medical status? (No further questions required).

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: not picking up from first sample tube manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 23sep2020 to date 23sep2021 (rolling 12 months) complaint trend: there are 4 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 23sep2020 to date 23sep2021 (rolling 12 months) investigation result / analysis: per fse report: identify the problem, air bubble in the sample line when sample being dispensed to sample tube. Found 4-way valve has air run into the sample line, replace the 4 way valve and 3 way valve on the 3 way syringe. Test sample dispense ok. Instrument is working as normal service max review: review of related work order# (B)(4) install date: (B)(6) 2010 defective part number: 642446 pm kit spaii w xlp svp work order notes: subject / reported: not picking up from first sample tube problem description: dispense problem cause: air bubbles in sample line work performed: performed pm solution: performed pm returned sample evaluation: did not request return of defective part manufacturing device history record (DHR) review: review of the DHR for serial number: x0071 and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes/no hazard ID: 3.1.18_ hazard: ineffective sample prep severity: 3 probability: 1 risk index: 3 implementation: bd facs sample prep user¿s guide risk control:_alarp mitigation(s) sufficient yes/no root cause: based on the investigation result and the fse¿s comments the root cause was air bubble in the sample line conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for not picking up sample in first tube.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were erroneous results while using bd facs sample prep assistant iii. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. 5. Provide details - how and to what extent? (Go to question #6). 6. What is the current medical status? (No further questions required).